Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported gastrointestinal hemorrhage and subsequent death. Based on the provided information, there is no documentation that shows a causal relationship between this event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation against any fresenius products involved in this event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of gastrointestinal hemorrhage and subsequent death remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a peritoneal dialysis (pd) patient who expired. The patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient was receiving transfusions due to decreasing hemoglobin for three months prior to death. The pdrn stated that on the day of the patient¿s death the patient¿s hemoglobin was 7.2 and the patient was receiving transfusions. The esrd death notification listed the cause as gastrointestinal hemorrhage. No secondary cause was listed. The pdrn stated that the patient was not connected to the liberty select cycler at the time of the event.